Event description:
This incident occurred during a trial on the (B)(6) 2022 where a resident surgeon used the neurosign v4. The device in question had been used several times previously by multiple surgeons with the support of hospital neurophysiologists and presented no faults with hardware or software. Surgical west had a representative in the or to provide support with a neurophysiologist on hand to answer any clinical/technical/human physiology questions that are outside a distributors remit. The resident surgeon was performing an acoustic neuroma procedure (neuro surgery). The distributor explained that the resident surgeon took a radical approach to drilling near the facial nerve. The resident surgeon heard a loud "emg audio response" that was not repetitive, but rather an instant loud audio response from the neurosign v4 nerve monitor. The neurosign v4 nerve monitor then went silent after the loud instant emg train audio response. The surgeon completed the drilling of the bone, then another surgeon stepped in to complete the remainder of the procedure. A microscope was used by the second surgeon who discovered that the facial nerve was damaged by the use of the drill. When using the stimulator, the stimulator did not present any distal nerve response. Proximal they had a response, but not distal, they concluded that the nerve was damaged during the drill usage. The or used a medtronic nim nerve monitor, to confirm if the neurosign v4 nerve monitor was giving an accurate response. The medtronic nim also presented the same response as the neurosign v4. The surgical team then continued to use the medtronic nim to complete the procedure. At the end of the procedure the surgical team reviewed the events that took place and consulted the neurophysiologist who commented that the neurosign v4 nerve monitor had been working perfectly and does not think that the device was at fault. The distributor commented that the surgical team said that the resident surgeon took a "radical approach" and he thought the instant/loud emg response was an artefact noise instead of a emg response and that the resident misinterpreted the audio response from the neurosign v4. The patient had a facial nerve graft to fix the damaged nerve. As the patient nerve had been damaged. The user did not continue the use of the v4 for the remainder of the procedure on the (B)(6) 2022. A customer complaints record was raised with an action plan on what the next steps are required from the magstim company ltd. The first step to evaluate the device was to check the software logs to see if there were any failures/faults that were presented. The device has undergone a software investigation by one of the software engineers at the magstim company ltd. The software report concluded that there were no reported errors with the device.